Event description:
It was reported that while the patient was in office for normal evaluation, the device was observed to be pacing above the set lower rate. The sensor was turned off and pacing was resolved. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 407652, implantable pacing lead, implanted: (B)(6) 2013. (B)(4).